Manufacturer narrative:
The ge rep conducted an on-site investigation. The filament was calibrated. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9900 system displayed a high milliamp fault error message. No pt injury was reported.